Event description:
I experienced a significant allergic-type reaction after using the coloplast luja female catheter, which I believe was caused by the lubricant or surface coating. Symptoms included intense itching, redness, and inflammation in the perineal and anal region, which progressively worsened with continued use. The reaction began to resolve within 36 hours of discontinuing use and fully subsided after 4 days. I have since resumed using the speedicath plus female catheter, which I had used previously without issue, and have experienced no adverse reactions.